Event description:
It was reported, the pt is experiencing a painful shocking sensation at her ipg site into her hips while charging. The pt states it lasts for two days after charging. The pt was sent a new charger. An sjm representative met with the pt for programming and the magnet mode was turned off. The sjm representative did not observe any difficulties, strange sensations, or shocking noted during the programming session. Follow up information identified she is still experiencing shocking sensations from her ipg site while charging.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.